Event description:
It was reported an unknown device was used during a right hemicolectomy about 6 months ago. It was reported there was a problem associate with either a tx60g or tx60b. The surgeon is not sure he had adequated closure of the anastomosis. The patient had to stay in the ICU longer than expected. There is no other information available at this time. 08/01/1997 rep spoke with surgeon who stated patient had originally undergone open right hemicolectomy .he had to reopen and "reoperate approximately 2 weeks later. The surgeon, told rep, the symptoms were "masked" and the surgeon had been treating them conservatively. It is unknown at this time what the symptoms were or what was masking them. On the re-op, the surgeon discovered a small anastomotic leak. He repaired the leak and the patient stayed in ICU approximately 1 week after that. It is unknown whether the leak was on the tlc55 staple line or the tl60 staple line. Patient reportedly doing well at this time. 08/25/97 rep. Confirmed hospital has never had tx product line. Dr. Is not sure whether it was tl60 or tlc55 staple line. 08/11/97 surgeon performed a right hemicolectomy. In the post operative period the patient had a some what slow recovery, but did not go home. The patient was readmitted with fever and was later shown to have an abscess. There was no definite leak site noted, however, it was felt this was caused by a leaking anastomosis. The anastomosis was resected and the patient was reapproximated in a similar fashion using a functional end to end anastomosis.